Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged cartridge malfunction could not be verified. No issues were observed that could have caused elevated blood glucose. No testing methods performed for the alleged time malfunction as the pump was not returned.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the o-ring from the bottom of the cartridge was missing. Reportedly, the customer had loaded the cartridge onto the pump. A new cartridge was successfully loaded to address the event. The customer's blood glucose level was almost to 300 mg/dl. Additionally, the customer had been experiencing ongoing elevated blood glucose (bg) levels of "high". However, the exact value was not provided. Reportedly, the contact thought the insulin was the suspected cause of the bg level as the vial of insulin was new. The contact reported that there was no issue with the insulin. Additionally, it was reported that the pump time was 2 minutes behind the contact's reference clock. Reportedly, the time difference could have happened when the pump was first set up. The bg level was addressed with a manual injection and a bolus via the pump. At the time of report, the customer's bg level was 146 mg/dl.